Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The pump was unable to test for unexpected error alarms due to no button response. No blank display noted during testing. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that they experienced unexpected restart, blank display and button error alarm. The customer's blood glucose reading was 338 mg/dl. The customer stated that the pump alarmed unexpected restart when she took the battery out. The customer stated that the buttons were not responding. The insulin pump was returned for analysis.